Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of another metal biliary stents/sets (evolution), as this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported based on the FDA MDR malfunction precedence "deployment issue resulting in the stent removed while partially exposed." The user advanced the delivery system to the target site and started to deploy the stent. The trigger was a little tight to pull but the endoscope was not so angled and its elevator was not so angled either. When the stent tip was slightly deployed, 'snap sound' was heard from the device and the stent would not deploy any more by pulling the trigger. He replaced the device with boston scientific's wallflex to complete the procedure.

Event description:
This file is being reported based on the FDA MDR malfunction precedence "deployment issue resulting in the stent removed while partially exposed". The user advanced the delivery system to the target site and started to deploy the stent. The trigger was a little tight to pull but the endoscope was not so angled and its elevator was not so angled either. When the stent tip was slightly deployed, 'snap sound' was heard from the device and the stent would not deploy any more by pulling the trigger. He replaced the device with boston scientific's wallflex to complete the procedure.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of another metal biliary stents/sets (evolution), as this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. (B)(4). Problem statement: the user advanced the delivery system to the target site and started to deploy the stent. The trigger was a little tight to pull but the endoscope was not so angled and its elevator was not so angled either. When the stent tip was slightly deployed, 'snap sound' was heard from the device and the stent would not deploy any more by pulling the trigger. He replaced the device with boston scientific's wallflex to complete the procedure. Additional information: 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? It was tight but moved. 3. Did the red indicator continue to move after the delivery stopped? No. 4. As the stent was partially exposed, was it possible to recapture the stent fully before removal? No. The user removed the delivery system with the partially exposed stent from the endoscope. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Device evaluation: the evo-fc-10-11-8-b device of lot number: c1490026 was returned to cirl and evaluated on the 03 oct 2018. Lab evaluation: upon review of the returned device, sheath tube was broken at the shuttle cap. Stent was unable to actuate and retract. Stent was able to be manually deployed without any issue. No visual kinks identified. Assumption was tortuous anatomy created greater resistance when actuating the device causing the sheath tubing to break. Complaint is confirmed as the failure was verified in the laboratory. Root cause: based on the lab evaluation, the most likely root cause of this event was that tortuous anatomy created greater resistance when actuating the device causing the sheath tubing to break. Document review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number: c1490026 did not reveal any discrepancies that could have contributed to this issue. ¿visual inspections of product and packaging¿ the relevant mtm is instructed to check for ¿visual irregularities such as holes, dents, kinks or tears.¿ the relevant mtms are instructed as follows: ¿inspect for visual defects; i.e. Loose or embedded foreign materials, kinks, rough or sharp edges.¿ there is no evidence to suggest that this issue affects the entire lot#: c1490026; upon review of complaints this failure mode has not occurred previously with this lot#: c1490026. IFU review: the instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. Sheath tube was broken at the shuttle cap. Complaints of this nature will continue to be monitored for potential emerging trends.